Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing from the sensor during insertion. The customer reported removing the insertion needle and the sensor fell down. The customer's blood glucose was unknown. The sensor will not be returned for analysis.